Manufacturer narrative:
The insulin pump received with flashing white display due to cracked lcd controller. No blank display noted after battery insertion. Unable to perform functional test including seat, rewind, basic occlusion, force sensor and displacement tests due to display anomaly. No cosmetic damage noted on insulin pump assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report low blood glucose and a blank display and a beeping insulin pump. The customer reported needing medical intervention for falling down. The customer's blood glucose level was 102 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.